Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in tricuspid position. Patient had torrential tricuspid regurgitation (tr) with 5 leaflets and a big coaptation gap. During the procedure one pascal device was implanted but suffered an slda. The device remained attached to anterior leaflet. The final tr grade was torrential and as per medical opinion teer was not the right solution. Patient was in stable condition and will receive transcatheter tricuspid valve replacement.

Manufacturer narrative:
D4: primary unique device identification (UDI) number: (B)(4). E1: telephone number: (B)(6). It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.